Event description:
Litigation alleges patient had pain and an inhibition of the ability to walk; devices failed with shedding metal debris in body after asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 9/25/14 - ppd received. Dor provided. There is no new additional information that would affect the investigation. The complaint was updated on: 11/5/14.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
(B)(4).

Event description:
Medical records received. After review of the medical records for MDR reportability, the patient was revised to address high cobalt and chromium levels. Operative findings reported of gross metallosis with milky white synovial fluid, large amount of metallic debris and extensive soft tissue damage secondary to metallosis with large periacetabular cysts. Revision notes reported of periacetabular soft tissue damage, metallic and large cystic lesions. MRI revealed evidence of alval lesion. There were no laboratory result for the alleged high metal ions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.